Event description:
It was reported that the deep brain stimulation (dbs) patient experienced undesired inappropriate shocking sensations intermittently in the chest area when the dbs stimulation is turned on causing pain and discomfort and a lack of tremor control. The patient was admitted to the hospital where they performed a computed tomography (CT) scan, magnetic resonance (MRI) and x-ray imaging and confirmed that the leads were positioned correctly, and the system looked fine and found no disconnections or fractures. Impedance measurements were found to be normal. Analysis of the implantable pulse generator (ipg) database was completed and there were no anomalies found in the battery discharge logs.

Manufacturer narrative:
Device technical analysis: the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Labeling review: a labelling review was performed based on the dfu and it did not reveal any anomalies as it states: loss of adequate stimulation, overstimulation or undesirable sensations, and motor problems such as tremors are known risks with the use of deep brain stimulation (dbs). Investigation conclusion: based on all available information, engineers could not confirm the root cause of the event, as the device passed all tests performed, and exhibited normal device characteristics. Database analysis was performed and there were no anomalies found. Additionally, a labeling review was conducted. This review determined that the reported event of loss of adequate stimulation and undesirable sensations caused by overstimulation are known risks associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced undesired inappropriate shocking sensations intermittently in the chest area when the dbs stimulation is turned on causing pain and discomfort and a lack of tremor control. The patient was admitted to the hospital where they performed a computed tomography (CT) scan, magnetic resonance (MRI) and x-ray imaging and confirmed that the leads were positioned correctly, and the system looked fine and found no disconnections or fractures. Impedance measurements were found to be normal. Analysis of the implantable pulse generator (ipg) database was completed and there were no anomalies found in the battery discharge logs. Additional information was received that the patient underwent a revision procedure where the ipg was replaced due to the lack of tremor control. The patient was doing well postoperatively. The initial implant date of the ipg was also provided.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced undesired inappropriate shocking sensations intermittently in the chest area when the dbs stimulation is turned on causing pain and discomfort and a lack of tremor control. The patient was admitted to the hospital where they performed a computed tomography (CT) scan, magnetic resonance (MRI) and x-ray imaging and confirmed that the leads were positioned correctly, and the system looked fine and found no disconnections or fractures. Impedance measurements were found to be normal. Analysis of the implantable pulse generator (ipg) database was completed and there were no anomalies found in the battery discharge logs. Additional information was received that the patient underwent a revision procedure where the ipg was replaced due to the lack of tremor control. The patient was doing well postoperatively. The initial implant date of the ipg was also provided.